Manufacturer narrative:
(B)(4). The patient advocate inquired about the device interrogation which is scheduled for the near future. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient felt lightheaded, fell down and was taken to the emergency room. No adverse patient effects were reported.